Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the (B)(6) patient had developed a skin irritation on his back and breast under the therapy electrodes of the lifevest. The skin was described as red with red spots and very itchy. The patient's house doctor sent the patient to a dermatologist. The patient reported that he had an appointment at the dermatologist. Follow-up indicated that the irritation had solved. The patient did not specify if visiting the dermatologist aided in the improvement of the skin condition.